Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon investigation the white wire was broken at the battery pca board. The root cause of the broken wire could not be positively determined, but the damage was likely caused by the battery pack impacting a hard surface. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing of battery pack sn (B)(4), a broken battery wire was discovered. The last pt to use this battery pack did not report any deficiencies.